Event description:
It was reported that a spectrum pump failed downstream occlusion high during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the failed downstream occlusion was unable to be reproduced. A review of the event history log revealed a downstream occlusion alarm however the history log cant be used to determine the pressure reading at the time of the alarm. The pump was tested for downstream occlusion detection on the high setting twice and the device alarmed within the specified pressure range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires calibrattion to address this issue. Should additional relevant information become available, a supplemental report will be submitted.